Manufacturer narrative:
The field service engineer determined that the wash tubing was contaminated and the gear pump pressure was out of adjustment. The tubing and nozzle were decontaminated. The gear pump pressure was adjusted. System checks were performed and the pump pressure was verified as correct. The customer ran controls and these passed. The customer repeated patient samples that were questioned and validated the corrected results. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The reagent lot number and expiration date were not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable vitamin d results for 4 patient samples on a cobas 8000 e 602 module. Patient 1: the initial result was >120 ng/ml. The repeated result was 13 ng/ml. Patient 2: the initial result was >120 ng/ml. The repeated result was 12 ng/ml. Patient 3: the initial result was >120 ng/ml. The repeated result was 8 ng/ml. Patient 4: the initial result was >120 ng/ml. The repeated result was 36 ng/ml. The questionable results were reported outside of the laboratory. The samples were repeated due to the initial results having data flags (>120). The repeated results were believed to be correct.